Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related to MFR reference 3005188751-2013-00051. During a left atrial flutter ablation under general anesthesia using a therapy cool flex ablation catheter, a pericardial effusion occurred. Throughout the procedure, heparin was titrated to keep the act at the target of 300 seconds. The physician completed the procedure successfully, but a routine post-procedure echocardiogram revealed a pericardial effusion. The patient was hemodynamically stable throughout. A pericardiocentesis was performed in surgery and the patient went into cardiac arrest. The patient was successfully resuscitated but is now in a comatose state with neurological deficits. Further information was requested but is unavailable.